Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter mail ID and contact number), e3, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11 it was reported that prior to use, the cs300 intra aortic balloon pump (iabp) malfunctioned. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to reproduce the issue. Additionally the issue was fixed by installing a new purge assembly. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part number purge valve assy serial number 0724 angar with a reported unit failure of failing autofill. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part purge valve assy serial number 0724 angar into the cs300 test fixture serial number si206230b5 and tested the purge valve assy. To factory specifications per the cs300 service manual part. The fat dept. Booted the cs300 into clinical mode.the fat dept. Performed an autofill. The cs300 could not start an autofill and an audible alarm sounded with a visual alert on screen. The fat dept. Replicated the complaint of the cs300 failing autofill, due to a defective purge valve assy. Retaining the purge valve assy. In the fat dept. Per procedure number rev. Au the purge assy. Failed testing. The fat dept. Replicated the complaint of the cs300 failing to perform an autofill because of a defective purge valve assy. The purge valve assy. Failed testing. Retaining the purge valve assy. In the fat dept. Per procedure rev.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). Full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had autofill malfunction. There was no patient involved.